Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having issues with recharging the implanted neurostimulator for couple weeks. Patient stated they are getting message to replace the battery pack. Patient stated the implantable neurostimulator (ins) is taking forever to charge. Patient service asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharging antenna. Patient started charging the implant and getting excellent quality, controller 80%, implant 50% charged. The issue was not resolved. A request was sent to the repair department to replace rechargers device. 2025-dec-22 sap ecc service <(>&<)> repair 000304457687, 000304478087 (B)(6) (con) update: additional information was received that they send request to repair to replace the controller. Patient called back and received the replacement recharger but was still getting the replace controller batteries message. During the call patient reset the controller and cleaned the controller and recharger pins. Patient plugged the recharger and was stuck at looking for device. Patient (pt) called back and reported they received the replacement controller, but it wasn't set up like the old one; agent reviewed they would need to go through the setup steps before they can control the ins. Patient said the new controller was still presenting a message about the battery of the controller being bad, after they plugged in the recharger. Agent walked patient pairing steps, up to 'connect,' where the patient said they got stuck again. Patient was seeing 'recharging not available, install medtronic battery pack and try again.' Agent reviewed with the patient they needed to use the battery pack from their old controller instead of the aa batteries. After resetting the controller, cleaning the port and plug connection pins (which patient had done before and during the call with air duster) and then trying again, patient saw 'no device found.' Agent reviewed that would likely be displaying if the ins battery was low; after adjusting the position of the paddle (not centering the ins in the hole of the recharger), patient was able to begin passive recharge mode with connectivity strength indicator numbers of 96 - 96 - 97 and the green light on the controller was flashing. Patient asked if their ins should have depleted that quickly, which agent explained charge frequency will vary from person to person. Patient stated after not having access to therapy for so long, they really needed it, but they weren't sure how to get everything set back up the same way - agent explained the settings are saved to the ins and transfer to the controller after pairing is complete. Agent reviewed all appeared to be functioning as intended and advised patient to continue charging the ins. Agent went over what to expect with passive recharge mode eventually leading to battery charge screen. After installing the battery pack, patient got stuck at 'checking recharger,' so agent had them begin the process of controller reset and cleaning of connection pins. Pt called back and said its still taking a long time to charge and they keep seeing a replace controller battery screen. Pt was recently sent a new controller and recharger telemetry module (rtm) but the issue is persisting. A request was sent to repair dept to replace the battery pack (bp). On 2026-jan-26 (B)(6) (con): patient called back stating the controller and recharger are not recognizing each other when plugged together. No visible damage found on recharger or controller. A replacement recharger telemetry module (rtm) and controller was sent out. Patient stated they sometimes feel the pulse while walking randomly stop and start. Patient confirmed they have groups a, b, and c. Patient stated they feel the stimulation in their legs. Patient stated their stimulator battery is too low right now. .